Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device shocking reading was only at 142. There was no patient involvement. The fse evaluated the device on site and verified the device does not show shock errors and passes all operational checks. The device is fully functional. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.